Event description:
After cardiac ablation with a qdot micro¿ catheter, the patient experienced effusion/cardiac tamponade treated with drainage and transferred to ICU. After the procedure was completed, the sheath was removed from the patient¿s body, and then pericardial effusion/cardiac tamponade was confirmed with body surface echo. The patient was moved to the ICU after performing drainage. Post transfer, the physician stated that the bleeding had decreased and it would not be a major issue. The physician's judgment on health hazard was non-serious (moderate/minor). Extended hospitalization was noted. Ablation was performed with qdot catheter prior to identifying the cardiac tamponade. Steam pop was not confirmed. Irrigation catheter¿s flow rate settings were qmode+:8ml and qmode:50w /15ml~4ml. Cf monitoring methods used were dashboard, vector, and visitag. Visitag coloring setting was tag index. Visitag additional filters was fot (force over time) causal relationship with the product was unknown. The physician's opinion¿s on the relationship between the event and the product was that after performing drainage, the physician initially thought that perforation might have occurred during the brockenbrough procedure, but since the blood pressure remained stable until the sheath was removed, the physician commented that there was the possibility that a perforation may have been caused by the catheter inside the left atrium. No abnormalities observed prior/during use of the product. Septal puncture was performed with rf (radiofrequency) needle. The outcome of the adverse event was that the patient's condition improved. Prior to noting the pe/CT (pericardial effusion / cardiac tamponade) ablation was performed. The patient did not require cardiac surgery. No issues with flow rate change at the start of ablation. No error messages observed on biosense webster equipment during the procedure. Ngen generator/pump was used during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31608205l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was provided on 06-oct-2025. The physician¿s opinion on the cause of this adverse event was that the physician initially thought that perforation might have occurred during transseptal puncture, but since the blood pressure remained stable until the sheath was removed, perforation might have been caused by the catheter in the left atrium. The energy delivered was radiofrequency (rf). The transseptal puncture was performed with rf needle. Prior to noting the cardiac tamponade ablation was performed. No evidence of steam pop. No catheter exchanges occurred during the procedure. One transseptal puncture site was performed during the procedure. The flow settings for irrigated catheter used were qmode+: 8ml, qmode: 50w, and 15ml-4ml. Correction to the concomitant product section: the product codes for ngen generator and pump were provided if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).